Manufacturer narrative:
The insulin pump was received with missing retainer ring, minor scratched lcd window, scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump's plastic ring on the reservoir compartment is loose. Customer stated the insulin pump had a crack in case; it was not bumped or dropped. Customer agreed to return insulin pump for analysis. The customer's blood glucose was unknown.